Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: qatar. Review of the most recent repair record determined the motor speed was unstable, the unit was out of calibration and the control bar was out of position. The motor was replaced and the unit and position of the control bar were recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during pre-op cleaning, the device was in need of repair because it was not working properly. There was no patient involvement or impact. Inconsistent speed found during investigation. Due diligence information complete.